Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pacer disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Device evaluation: the device was retunred to zoll medical corporation for evaluation. The customer's report was observed; however, this is not an indication of a device malfunction. This icon can be cleared by accessing the device's settings. The device was put through extensive testing including full functional testing and pacer stress testing with no discrepancies observed. The device was recertified and returned to the customer. Reports of this nature are not considered to meet our requirements for the submission of a medwatch report due to no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "p icon with a line through it, pacemaker indicator disabled". Complainant indicated that there was no patient involvement in the reported malfunction.